Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients were not appearing on the available patients list due to the pyxis dispensing maintenance service had been disabled. A technical support specialist enabled the service and rebooted the station in application mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system failed to show patients in the available patients list for nurses, necessitating the use of facility search to locate patients. Additionally, the customer reported that the device also experienced slow performance during login, and occasionally shut down unexpectedly while in use. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.